Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the battery compartment was cracked and the insulin pump was not coming on, it was not working. The customer's blood glucose level was 133 mg/dl. The customer reported that they received a low battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify unexpected battery power loss alarm due to critical pump error noted. Device received with cracked case corner of the belt clip rails near the battery compartment.